Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fully stress testing, discharging while bench handling, cable ID recognition testing, and signal integrity testing without duplicating the report. The multifunction (mfc) cable and mfc receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.